Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd precisionglide® syringe needles there was an issue with mixed products. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: no actual samples were returned for evaluation. Pictures related with the occurrence were received. In the picture there is one label that is not used by manufacturing in curitiba, moreover in the box identified 30g there is no evidence of 21g inside. Bd cannot confirm the complaint because the batch of 21g needle was assembled in different date of 30g gauge. 21g was on june 28th 2018 and 30g was on june 08th 2018. Complaint not accepted. Analysis showed mixed product was not possible during packing process. DHR, maintenance and quality notification records were analyzed and no deviation was found for this batch. Without an actual sample, it is not possible to perform a complete investigation and determine the root cause for the incident. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd precisionglide® syringe needles there was an issue with mixed products. There was no report of injury or medical intervention.